Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was receiving an unknown intrathecal medication via an implantable pump for pancreatitis and non-malignant pain. It was reported that the patient was having an MRI of the t-l spine for chronic back pain. It was noted the patient reported the pump was not functioning anymore. Further information was not provided.